Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
During the load/fill tubing process, no drops were seen coming out of the end of the infusion set tubing. Customer loaded a new cartridge, resolving the issue. The customer¿s blood glucose was 180 (mg/dl).